Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2022. In (B)(6) 2022, the patient experienced pain, fullness and discharge coming out of the rectal area. Then the patient saw a colorectal physician, later in november the patient had a colostomy. On (B)(6) 2023, the patient visited the physician who placed the hydrogel, and it was noted the patient had an ulceration. The patient's current condition remains unknown at the time of this report. The health care facility reports that the last time they had information of the patient was in (B)(6)2023.

Manufacturer narrative:
Correction: the block d4 has been updated with the correct UDI, catalog and model number information. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2022. In (B)(6) 2022, the patient experienced pain, fullness and discharge coming out of the rectal area. Then the patient saw a colorectal physician, later in november the patient had a colostomy. On (B)(6) 2023, the patient visited the physician who placed the hydrogel, and it was noted the patient had an ulceration. The patient's current condition remains unknown at the time of this report. The health care facility reports that the last time they had information of the patient was in (B)(6) 2023.